Manufacturer narrative:
(B) (4) the iol was received with the optic cut in pieces precluding any analysis and confirmation of diopter. It was reported the patient's initial iol implant was replaced by a higher diopter intraocular lens due to the incorrect power initially implanted. This information reasonably suggests this adverse event was not manufacturing related. The lens met all manufacturing specifications prior to release.

Event description:
It was reported by the physician that the lens was removed and replaced with a higher diopter lens due to the incorrect power initially implanted. No patient complications occurred during this secondary surgery.